Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. Log files displayed critical motion battery voltage errors before shutdown. Voltage checked ok on the j7 connector. Replaced motion batteries. System checkout performed. The replaced batteries have not been received by the manufacturer for evaluation. An electrical failure mode was confirmed, with the root cause being motion batteries not holding a charge. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A site representative reported that the imaging system batteries were not holding a charge. It was reported that the system could take one 3d spin before requiring a charge. The system functioned properly when plugged into outlet power. There was no patient present when this issue was identified.